Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely stress led to component failure for the corroded scope connector. Regarding the communication error and no image issues, it is likely degradation led to the malfunctions; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a scope communication error e237, no image, and corrosion on the scope connector. There was no patient involvement.